Manufacturer narrative:
This ra lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information, that during the implant procedure, this right atrial (ra) lead perforated the patient's vein. The decision was made to continue using the old ra lead. There were no additional adverse patient effects reported.